Manufacturer narrative:
Additional information was added to e4, g2 (add source), h4, h6, h10, and h11: correction: remove g04034. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection using naked eye was performed which identified a separation between the assembly of the tubing and the first y-site clearlink in the downstream part. The reported condition was verified. The cause of the condition is most likely related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated at the y-site, also described as 'upper add valve', which resulted in a fluid leak. This occurred after spiking the fosaprepitant, prior to patient use. There was no patient involvement. No additional information is available.